Event description:
It was reported that an occlusion alarm occurred. Customer changed pump supplies to address the issue. The occlusion caused the customer's blood glucose level to exceed normal limits, with levels reading as "high." To address the high glucose, the customer administered a correction injection via manual dose injections and resumed insulin deliveries.